Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the clinic on (B)(6) 2018 for suspected percutaneous lead (driveline) wound infection. The site appeared red and irritated with brownish red drainage on dressing. A wound culture was taken and to date, cultures are negative. However, final results are not available for 6-9 weeks. The patient was placed on doxycycline 100 mg, two times a day (bid) prophylactically until final results are received.

Manufacturer narrative:
A specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.